Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing site for inspection. The visual inspection at 10x microscope magnification did not find any cosmetic defects such as scratches or depression marks in the lens. Residue of opthalmatic viscosurgical device (ovd) was observed on the leading haptic and lens edge. Loose particles were observed on the lens optic body compatible with explant of the lens. The lens condition is consistent with a lens that has been explanted from the patient's eye and is not attributed to the manufacturing process. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage. (This box was not checked in the follow up reports previously submitted) placeholder.

Event description:
We received a report that a patient is experiencing symptoms of postive dysphotopsia and finds the symptoms unbearable since having an intraocular lens implanted in the left eye. The iol is scheduled to be explanted early in (B)(6) 2014. A date of event is left blank as the event has been ongoing since the iol was implanted and the explant has not yet taken place.this report submitted for the left eye. A separate report is filed for the right eye which is also scheduled for explant.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of event: (B)(6) 2014. The patient underwent explant of the intraocular lens (iol) due to visual disturbances and intolerance to the lens. The lens was removed from the patient's left eye. The patient is expected to undergo removal of the companion lens in the near future; procedure scheduled for (B)(6) 2014. Further, a new lens was implanted and the patient is doing fine. Replacement with an alcon monofocal lens. The explanted lens has not been received at the time of submitting the medical device report. Explant date: if explanted, give date: (B)(6) 2014. (B)(4). A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related with the customer claim was generated. In manufacturing, the 1-piece lenses are 100% cleaned and are also visually inspected at 10x microscope magnification where any defects on the lenses that do not meet the criteria specifications are rejected. At the final inspection, the visual inspection of the lenses includes cleaning (when necessary). The inspectors that performed the final inspection are certified and trained. Based on the manufacturing record review, no deviation or assignable cause was identified. A review of the raw material/manufacturing procedures in change control system was done and did not show any change in manufacturing method, inspections or specifications that were related to this complaint type. No other investigations requests have been received for this p/o. A review showed no adverse trend for this complaint type and model. No further investigation is required. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.